Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - clinical engineer. PMA/510(k): k130520. The actual sample was discarded by the involved facility; therefore, the device was not returned to ashitaka factory for product evaluation. Review of the manufacturing record and the shipping inspection record of the actual product confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, no anomaly was found in the manufacturing record. Since the actual sample could not be investigated, the cause of occurrence could not be clarified. (B)(4).

Event description:
That user facility reported that during extracorporeal circulation of the capiox custom pack involved, the temperature was unstable, rising and falling by approximately 5°c. It was inferred that there was an issue with the cable, and the product was replaced with a new one; however, the issue was not solved. The rectal temperature was 36°c at the time of warming; however, the blood removal and sending of it was only approximately 34°c. The result was not relied upon, and the product was used as is. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.